Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Therapy date is estimated.

Event description:
Product manufacturer reference number: 3006705815-2019-04078. It was reported that the patient was not getting adequate therapy. Reprogramming was attempted without success. As a result, the system was explanted and replaced on (B)(6) 2019.

Event description:
It was reported that the patient has effective therapy.